Event description:
The sales rep (B)(4) reported the following: "this morning I assisted a triathlon ts with dr (B)(6)". While connecting the implant parts it appeared that the nuts of both offset adaptors were crewed on so tightly that they were almost impossible to release; these nuts should be loose on the adaptor when they come out of the package in order to properly connect them to the femoral/tibial components. After a few minutes of twisting and turning with the appropriate wrench-instruments he finally got them off. The wrenches left their prints on the offset adaptor and nuts." She added that afterwards the surgeon used these components for the implantation, therefore they can't be returned.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-01766.